Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/delivery test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into toilet. It was reported that customer was playing with insulin pump and bouncing it around. Caller reported that as a result, display screen went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.